Manufacturer narrative:
Additional information for: g4, g7, h2, h3, h6, and h10. Explant was reported due to shortness of breath. The calcifications and tears noted at explant were confirmed. All three leaflets contained calcifications and tears. The tears were associated with calcifications. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tears could not be conclusively determined; however, all of the tears were associated with calcifications.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2013, a 21mm trifecta valve was successfully implanted in the patient at (B)(6) hospital. The patient was experiencing shortness of breath and a redo-avr was required. The valve was explanted on (B)(6) 2020 and replaced with a 21mm edwards inspiris aortic tissue valve. Upon explant, calcification on the non-coronary cusp leaflet was observed, as well as a leaflet tear on the left and right coronary cusp stent. The patient is currently recovering.